Manufacturer narrative:
(B)(4). This writer contacted the peritoneal dialysis registered nurse (pdrn) to clarify the causal statement in the original call script. The pdrn stated that the homechoice patient (hp) had told her that she believed the reason for her peritonitis was due to wearing pantyhose that were too tight. When previously talking to product surveillance the pdrn stated that she was quoting the hp. The pdrn stated that she believed that the reason for the peritonitis was inappropriate aseptic technique. She stated that there was no identifiable use error and the hp would not admit to any error, but the culture was positive for (B)(6). No additional information was received at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd889501, gd888503 and gd886036. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service (bcs), the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The nurse reported that panty hose or too much turkey caused the peritonitis. The patient was not hospitalized for the event. Treatment was not reported. On an unreported date, the patient recovered from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated through CAPA.